Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak). (The delivery catheter was pulled back prior to the complete reseating of the nose cone).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approx one month ago. It was reported that during removal of the delivery catheter the physician pulled the delivery catheter back prior to the complete reseating of the nose cone. The nose cone caught on the edge of the stent graft and pulled the stent graft down slightly. The physician was able to push the stent graft back up slightly; however, there was a proximal type I endoleak. An endurant aortic cuff was implanted and successfully resolved the proximal type I endoleak. No add'l clinical sequelae were reported and the pt is fine.